Manufacturer narrative:
(B)(4). Results: (myocardial infarction).

Event description:
Cardiac status at time of initial treatment was stable angina. One endeavor sprint rx drug-eluting stent was implanted to the distal rca. At 30 day follow up, pt was asymptomatic. Two months following index procedure, pt received another endeavor rx drug-eluting stent in the distal rca. At 6 month follow up, pt was asymptomatic. Investigator reported no relationship between revasc and stent or procedure. (MFR report# 2953200-2011-00179). It is reported that a non q wave mi (acute non-stemi) occurred on same day as revascularization. Event was not deemed to be life threatening. Location of the infarction was non-determinable. Investigator indicated that the mi event was not related to the study stent. Pt was asymptomatic at 1 year, 1.5 year and 2 year follow ups.